Manufacturer narrative:
Expiration date not provided as device lot number was not reported. If implanted, give date: na (not applicable). If explanted, give date: na (not applicable). Completed by manufacturer. Manufacturing date not provided as device lot number was not reported . All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge was not placed into the shooter, there was a "barb" observed on the edge of the cartridge. No patient contact reported.

Manufacturer narrative:
The cartridge was not returned to the manufacturing site. A photo was provided in the complaint folder, and was evaluated. The photo shows a cartridge tip but it looks blurry. A bump was observed at the bevel of the cartridge tip but, it cannot be determined if it¿s a dent/distortion, viscoelastic residue or a debris/particle. Therefore, the reported complaint for a tip deformed could not be verified. Manufacturing records review: since the serial number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use (dfu) for the cartridge was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.